Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced occlusion alarm event in which blockage was likely at the site due to infusion set cannula was kinked on (B)(6) 2026. The site of insertion was abdomen.